Event description:
The customer reported that during a surgical case, the jaws of the device could not be reopened. It is unknown if the device was applied to patient tissue at the time, and if so, how it was removed from the tissue. A new device was opened to complete the case. There was no harm to the patient.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.